Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 pocket a1 to a5 were failed and not detected on bus. A field service engineer attempted to eject the drawer in hardware test application (hta) and disassembled it for inspection, discovered a puddle of liquid on and underneath the row board, cleaned the spill and replaced the half-height row board on main 2.2. Hardware test application testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a device was not detected on the bus while other bins functioned normally. The customer attempted to reseat the cable and restart the station; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.